Manufacturer narrative:
Corrected data: upon further review it was noted that the event in this complaint file submitted in initial MDR report number 2020664 -2021-07923 is a duplicate of event in complaint file number (B)(4) submitted under MDR number 2020664-2021-07904. Therefore, this supplemental filing is to provide that initial MDR report number 2020664 -2021-07923 is a duplicate filing.

Manufacturer narrative:
(B)(6). If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted; therefore, it was not explanted. The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) device had a split at the tip of the injector observed during injecting the lens into the patient's operative eye. There was patient contact with the product. Further follow-up with the account clarified that the lens touched the right eye; however, it was not inserted or partially inserted into the eye. The procedure was completed successfully with a backup lens. No patient injury was reported. No further information provided.